Event description:
Following a laparoscopic anti-reflux procedure, a patient had a linx device explanted for unknown reasons. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation on an unknown date at an unknown site. -patient had linx device removed on an unknown date at (B)(6) by professor (B)(6). -multiple requests have been made to the center for additional information; the surgeon is unwilling to share details.